Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that a pt was implanted with a mesh system on (B)(6), 2008. Within months after the initial procedure, the pt "experienced complications" from the mesh and required add'l medical care and treatment and/or surgical intervention. It was reported that as a result of the mesh the pt "suffered debilitating injuries from the synthetic mesh including mesh erosions, hardening, chronic pain and worsening urination" leading to the need for add'l surgery.